Manufacturer narrative:
The product analysis indicates that one opened sample of part number 1882569hs from lot number 0210549401 was received. Visually, the tip was broken off which would have resulted in the reported event. The portion that broke off measured approximately 1.24¿. The break occurred at the spiral wrap which was twisted in on itself in a clockwise direction indicating excess torsional load. The inside diameter of the outer tube at the distal end was worn, which likely indicates bending/prying forces applied to the bur tip. There was no allegation of a defect prior to use. There are checks for damage throughout the manufacturing process. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. The information most likely indicates bending/prying forces resulted in the wear and excess torsional load, which caused the breakage of the spiral wrap. The IFU warns that excessive pressure applied to bur may cause bur fracture, and bending or prying may break the blade or bur. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed.

Event description:
It was reported that a high speed bur broke off 2cm from the tip and into the patient. The broken piece was retrieved without complications.